Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when using tank for oxygen (o2), it does not recognize the o2. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. It was noted that the device functions properly when it is plugged or attached into the wall o2. The remote service engineer (rse) informed the customer to verify if the tanks are full and operational as well as the o2 manifold.